Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, bleeding, dyspareunia, erosion, hematuria, infections, cystitis, dysuria, emotional distress, and depression. No further information has been provided.